Manufacturer narrative:
This device was received, evaluated and retained by this MFR. The engineering evaluation, revealed the catheter shaft was burst 27 millimeters from the proximal end of the balloon. The shaft was kinked 68 millimeters from the proximal end of the balloon. Pt anatomy and/or user technique may have contributed to this event.

Event description:
It was reported difficult deflation was encountered during a percutaneous transluminal angioplasty procedure. The balloon was over inflated to intentionally rupture. No pt complications resulted from this event. The device has not been returned for evaluation. Therefore, no failure analysis is available. The co's attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful. Without evaluating the product and without further details about the event the co cannot determine the exact cause for this event. The co's directions for use state: do not exceed the normal pressure printed on the product label... Never manipulate the catheter with the balloon inflated...the integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."